Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code for long charge time. This was cleared, and a manual capacitor reform was done. The device went into storage mode. The patient states he has been placing a magnet over the device to prevent getting frequent shocks and treatment for his arrhythmia.